Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the pacemaker exhibited noise oversensing on the atrial channel which result in an inappropriate mode switch. No intervention was made. The patient's condition was unknown.